Event description:
Burns, blisters after titan treatment. Titan handpiece evaluated, found to be operating within specification.

Manufacturer narrative:
The area sales mgr performed the treatment. Cutera clinical guidelines recommend using ultrasound gel, topical anesthetic used instead of ultrasound gel. The topical anesthetic was not removed prior to treatment as instructed in cutera guidelines. Cutera titan guidelines stated the following info regarding topical anesthetic: these treatment can be tolerated without anesthesia. The use of sedation, nerve blocks, or local injectable anesthetics is not recommended for these treatments as pt feedback is very important, and with proper technique, is not required. Topical anesthesia can be used if desired. It must be completely removed prior to treatment. Caution: toxicity may result with overuse of topical anesthesia. Consult the MFR's labeling.